Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: manager of interventional suite. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that no tamp, anchor, or plug came out of the involved angio-seal sheath. The procedure performed was a left heart catheterization (lhc). There was no patient harm reported. The patient was in stable condition. Pressure was held and a femstop was used. Additional information was received on (B)(6) 2022: the procedure sheath was used was 6fr. There were no difficulties obtaining access, and no resistance/issues with catheters. A pre-deployment angiogram was performed. The issue occurred during deployment; however, there was no resistance with deployment and no evidence of the device being left inside the vessel. There was no evidence of anchor/footplate or collagen left in the vessel.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. For dimensional testing, the outer diameter of the tamper tube and the inner diameter of the carrier tube were taken. The tamper tube was measured at 0.060" and the carrier tube was measured at 0.066". Both dimensions were found to have been within specification. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).